Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4306 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redt4306) have been reported from the same facility in (B)(6).

Event description:
It was reported catheters are rupturing. No other information provided. It was reported this occurred with four devices. This report addresses the first of four devices.